Manufacturer narrative:
Upon further evaluation of the returned device it was observed that when the saw was throttled, the blade remained still at full load. At most, the device vibrated a little while the machine simply cut. It was further determined that the device had failed bearings in the saw head. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from the (B)(6) that during service and evaluation, it was determined that the battery oscillator device bearing was not functional, defective, bearing saw head was worn out. It was further determined that the device failed pretest for functional test. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.